Event description:
It was reported the catheters are difficult to use and have a sharp eye.

Manufacturer narrative:
This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Investigation: the product was manufactured under product specification pr60-144 ver 3.0. A batch record review was conducted resulting in the following: urinary catheter in question was manufactured under manufacturing lot # 1h01214 in c2 in august 2021 in amount (B)(4) pcs on packaging machine p011. The catheters were assembled under subassembly lot # 1h01183 on machine a021. According to (B)(4): as a part of in process inspection punched holes were visually checked according to tm - test method tm-443 visual inspection of punched holes for standard urology catheter. Review of the DHR showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. The correct raw material was used during lot production. No nonconformity had been registered during the production process of the mentioned lot. 20 samples were received and tested. All samples met specification. A query was run against erp material (B)(4) malfunction code uca-pmc07.02 catheter shaft, balloon, tip or eyelets too rough/jagged edges or too sharp on june 24 2022 which yielded in one occurrence for past 12 months. This issue will be monitored through the post market product monitoring review process, (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.